Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.1 failed. A field service engineer checked back of drawer 2.1 and 2.2, removed object or pen jammed between both drawers, ensured no parts in back side were damaged and confirmed that the drawers were opening and closing properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.